Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's twiddler's syndrome had caused reason for lead revision. No patient symptoms were reported. The right ventricular lead was explanted and replaced. No additional information was available.